Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endometriosis procedure, the device broke off in the patient cavity and was retrieved. The device was replaced by a new one to complete the case. There was no patient injury. A photo was attached showing a dissector's jaw was broken.